Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2010. The surgeon placed the right side of the sling successfully, but when he placed the left side in, the mesh broke close to the absorbable fixation tip. The tip was still connected to the inserter. The surgeon removed the inserters and mesh. A second like device was used with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.